Event description:
During the toilet of the patient, a foreign body was observed under the skin of the right shoulder. After consideration, it seemed that this was a remaining piece of catheter tubing. The doctor decided to make an incision to remove the foreign body. It was determined that the catheter broke away from the winged inserter.

Manufacturer narrative:
Results - the sample is not available for evaluation. A review of the device history records and material review report database could not be performed as a lot number for this incident was not provided. Conclusions - since the sample was not available for evaluation, a root cause for the problem experienced could not be identified. (B)(4).